Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that loss of capture and diaphragmatic pacing was noted on the right ventricular (rv) lead. It was discovered that the rv lead had dislodged. The rv lead was repositioned successfully (B)(6) 2020. There were no adverse health consequences to the patient; the patient was stable.